Event description:
Report received of an over-delivery. The pump was programmed to deliver 1000cc of normal saline at 80cc/hr for an unspecified amount of time. It was reported that after 3-1/2 hours, the pump gave an audible air in line alarm. At this time, the nurse noted that the bag was empty, and the pump display indicated an unspecified amount had been infused. The nurse practitioner was contacted and the IV was discontinued. The patient was reportedly monitored for 24 hours with no adverse sequelae. Though requested, no further information was received.